Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump that the screen display appeared very light; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump that the screen display appeared "very light" was confirmed by service. The cause of the reported condition was determined to be use/user error; the contrast level was misadjusted by the customer. Service verified the display text changes brightness; no repair required. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.